Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited noise. The atrial lead was not used and replaced. The patient experienced no consequences.